Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic sleeve gastrectomy, the technician tried to load the staple backwards and broke the adapter shaft. The shaft was locked in the ¿close reload¿ phase however there was no reload on the shaft. The first device was also unable to fire. They tried to remove the adapter and re-attach but it gave failure indicator. They the opened another stapler and finished the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed condition can cause difficulty loading the reload and potentially causing the system to indicate a reload is attached when one is not. Replication of this condition may occur if the rotating ring is inadvertently moved out of position during handling of the reload. However, it could not be reliably determined how or when this occurred. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.